Event description:
A malfunction was reported on the pump, identified by the customer through a software error detection. There was no adverse impact on the customer's blood glucose level. Although the malfunction code is resettable, the customer was unable to reset the pump at the time as they were at the hospital and planned to follow up with tandem later.